Event description:
It was reported that a clot formed in the access line between the pre-filter sample port and the citrate infusion line of the multifiltrate pro secucas ci-ca hd device. This was noticed after 60 hours of treatment when the reinfusion process was being performed. The clotting resulted in an unspecified volume of blood loss. The sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h6 (health effect clinical code) plant investigation: the complaint sample was not available for evaluation. A retained sample evaluation was performed instead. The samples were inspected visually for component defects, assembly failures, and conformity with the product specifications. Leakage testing was performed on the samples where air/liquid pressure was applied to check for leaks and other assembly failures. No failures were detected during the testing. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the device history record (DHR) was performed. Batch production record controls were found to be conforming. No non-conformances were observed during the manufacturing process. The actual sample was not available for evaluation. No failures were detected on the retained samples. Based on the available information, possible causes for the defect could be related to a component defect, an assembly failure between components and tubes, or the user handling process.

Event description:
It was reported that a clot formed in the access line between the pre-filter sample port and the citrate infusion line of the multifiltrate pro secucas ci-ca hd device. This was noticed after 60 hours of treatment when the reinfusion process was being performed. The clotting resulted in an unspecified volume of blood loss. The sample was not available to be returned for evaluation.